Event description:
It was reported that a patient underwent a post nephrectomy planes procedure on (B)(6) 2025 and suture was used. During the procedure, the operating room nurse reports that, when the doctor was suturing the post nephrectomy planes, at the time of pulling the thread, it broke from the needle. This was repeated up to 3 times in a row, having to change 3 sutures of the same code. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were there any patient consequences? No. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Additional information: was surgery delayed due to the reported event? Yes. If yes, number of minutes: 5. Was procedure successfully completed? Yes. Were fragments generated? No. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences: was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no. Is the patient part of a clinical study: unknown. (B)(4). Device property of: none. Device in possession of: none. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h3, h4, d4. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.